Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an electrical error 53 and high pressure. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check by customer, the cs300 intra-aortic balloon pump (iabp) unit had an electrical error 53 and high pressure. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit, preformed unit checkout and was unable to duplicate the issue. The fse cleaned the unit internally and checked all connections. The unit had transducers calibration off and fse recalibrated the unit. Unit passed all functional and safety tests. Unit was returned back to customer.